Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion that took too long. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the reported upstream occlusion takes too long, which was not reproduced during evaluation. Upstream occlusion alarms were not evident during a review of the event history log. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.